Event description:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2016-01716. Investigations and conclusions were documented under this manufacturer report number. It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort in the area of his device and later catastrophic total hip replacement failure with trunnionosis and a femoral neck fracture with dissociation of the femoral head. It is further alleged that as a result the patient was forced to have the devices surgically removed and during removal, it was apparent the device had failed causing gross deformation of the accolade tmzf stem together with severe and permanent tissue and muscle damage.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2016-01716. Investigations and conclusions were documented under this manufacturer report number.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort in the area of his device and later catastrophic total hip replacement failure with trunnionosis and a femoral neck fracture with dissociation of the femoral head. It is further alleged that as a result the patient was forced to have the devices surgically removed and during removal, it was apparent the device had failed causing gross deformation of the accolade tmzf stem together with severe and permanent tissue and muscle damage.

Manufacturer narrative:
An event regarding disassociation and tissue damage involving an unknown metal head was reported. The event was not confirmed. Method and results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device the patient began experiencing discomfort in the area of his device and later catastrophic total hip replacement failure with trunnionosis and a femoral neck fracture with dissociation of the femoral head. It is further alleged that as a result the patient was forced to have the devices surgically removed and during removal, it was apparent the device had failed causing gross deformation of the accolade tmzf stem together with severe and permanent tissue and muscle damage.